Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the pump was not working, microswitch was broken, and the water tank cover was cracked on the bottom right corner and leaking. During the functional testing, it was found that the power was turned on and when activating a test microswitch the pump didn't work. The cause of the issue was found to be a faulty pump. The pump was replaced as well as the microswitch, water tank cover, reservoir gasket and o-rings. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device powers on, but no pump "action" or circulation. Found during testing, no patients or anyone else was involved.